Event description:
The generator underwent product analysis and an end of service (eos) condition was confirmed. A visual assessment on the printed circuit board assembly (pcba) showed contaminates on the trimmed edge of the pcba. The battery was removed. The pcba was subjected to an electrical test where the results showed that the pcba failed several electrical tests, specifically related to supply current. After the trimmed edge of the pcba was cleaned, an electrical test was performed in which the pcba performed according to functional specifications. Based on the postburn electrical test results, the contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths (resistive path) were established between the copper edges on the trimmed edge of the pcba, which contributed to the supply current conditions. Remaining residual material on the pcba edge after the ¿test tab¿ removal manufacturing process resulted in increased current consumption for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of the premature battery depletion and eos = yes condition. No other relevant information has been received to date.

Event description:
It was reported that this patient¿s generator was believed to have depleted faster than expected as the battery was depleted and at eos at the time of replacement surgery. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. The explanted generator has been received by the manufacturer and analysis is underway but has not been completed to date. No other relevant information has been received to date.